Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD; 6935m62 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. Chest x-ray revealed the lead was proper position and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.